Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the no product will be returned.

Event description:
It was reported that the customer had communication error which was resolved with performing full check out and let it run for two hours and the device passed. There was no patient involvement.